Event description:
It was reported that during the stent assisted coil embolization of a midline basilar tip aneurysm, a coil broke. No additional information was provided regarding the event but all the coils were reported to have been successfully implanted. There was no reported clinical consequence to the patient.

Manufacturer narrative:
Additional PMA/510 (k): k031049. Device manufacture date: unknown.